Event description:
Customer reported 1 false negative sars result. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause:insufficient info. Source: email.